Manufacturer narrative:
Device 1 of 2. Reference manufacturer report: 2032380-2011-00165.

Event description:
It was reported a piece of the firstpass suture capture fell off the firstpass suture passer intra-operative. The detached piece landed on the operating room floor, outside the surgical site. The procedure was completed using a new device. No pt injuries were reported as a result of this event.